Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3550-39, lot# n258947, implanted: 2010 (B)(6); product type accessory product ID 74001, lot# n245043, implanted: 2010 (B)(6); product type adapter product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3487a, lot# j0120582v, implanted: 2001 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and no stimulation sensation. A week prior to report, the patient tried to turn stimulation on with their patient programmer and recharger and they could not turn the implantable neurostimulator (ins) on. The implantable neurostimulator (ins) and implantable neurostimulator recharger (insr) were both fully charged, and the programmer had a full battery as well. The patient interrogated the device with the patient programmer and it showed the stimulation on icon. The patient normally feels stimulation in their butt and legs. On group b the patient increased from 6.30v to 10.5v but could not feel stimulation. On group c stimulation hurt, and was located more in the spine than the legs. The patient could only feel stimulation in their left leg and it was very little. On group a the patient raised stimulation from 3.90v to 4.20v and felt stimulation in their left leg but also their chest. After lowering to 3.20v, they had stimulation in their left leg very little. Stimulation used to be stronger in their left leg at that setting, and they had not had stimulation in the chest in the past. Later, impedances testing found high impedances with values of >3600 ohms on electrode 8 and 12-15. The patient had experienced less than 50% pain relief. The loss of therapeutic effect and stimulation was reportedly unknown as to whether the onset was sudden or gradual. The cause was determined to be device-related. The patient was "very satisfied" with the therapy following the reprogramming session where the noted electrodes were avoided. The patient recovered and they experienced no harm.